Event description:
The facility reported that the light pipe stuck in the cannula, resulting in a retinal tear. Additional information has been requested.

Manufacturer narrative:
We received one trocar cannula with probe attached. Investigation, including root cause analysis is in progress.